Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose reached 400 mg/dl. Customer treated their blood glucose with the insulin pump. It was also found the customer was feeling thirsty from their high blood glucose. Troubleshooting found the customer had tiny air bubbles in their tubing. The insulin pump also passed a high pressure test. It was also found the customer did not have a bent cannula after removing their infusion set. Customer's blood glucose was 235 mg/dl at the end of the call. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.